Event description:
During index procedure patient had one endeavor sprint drug-eluting stent implanted in an unknown vessel. Approximately 31.5 months post index procedure, the patient suffered a stroke. The event was not assessed for relatedness to the device.

Manufacturer narrative:
Evaluation results and conclusion: (cva/stroke). (B)(4).